Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The hospital reported that during patient use the iab catheter had become stuck and had to be surgically removed when it was removed from the patient. No adverse consequences to the patient were reported. A balloon rupture was suspected and blood-like material was found to be aspirated within the pneumatic module when the cardiosave intra-aortic balloon pump (iabp) was checked. It was confirmed that blood had been drawn up to the front of the pim and safety disk. Related complaint record (B)(4).

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site and evaluated the unit. When he checked the inside of the device just in case, then he confirmed that blood had been drawn up to the front of the pim and safety disk, the pim was replaced at the site and the repair was completed.

Event description:
N/a.